Event description:
Customer states a pt sample gave troponin t result 2.84 ug per l. The next day, clinician called lab after getting the result of pt's f/u sample of which result was less than 0.01 ug per l and asked lab to analyze again the sample from the event date. Repeat results for both samples were less than 0.01 ug per l. No info was provided to determine if any adverse events occurred. If add'l info is received, appropriate notification will be provided.